Event description:
Pt had zenith stent graft placed at another hospital in 3/04. Pt experienced renal failure post-op. Presented to institution in sept. 04 for evaluation. Kub showed separation of main body and contralateral lumb of stent graft, with large endoleak. Renal duplex showed right stenosis lumb separation was due to wrap around main body of device. Both renals had > 60% stenosis from coverage by device. Pt treated with bilateral renal stents. Left tfle 12-71 extension to treat separation. P3110 palmaz xl stent for kink in right lumb and right tfle 12-71 extension to treat distal endoleak. Pt did well and had no problems.